Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that since initial implant in 2014,when patient turned stimulation on in the morning, he normally felt tingling in his fingers, a surge in his jaw and face that went away. It was indicated that he turned stimulation off at night and on again in the morning. The indications for use for this patient were essential tremor and movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.